Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2026. A watchman access system (was) and a 35mm watchman flx pro closure device (wds) were selected for use. The closure device was successfully implanted in the laa with no patient complications, and the patient discharged from the hospital the same day. On (B)(6), 2026, the patient presented to a different hospital from where the original implant was performed. An echocardiogram identified a pericardial effusion. A pericardiocentesis was performed to treat the effusion, and an unknown amount of sanguineous fluid was drained to treat the effusion. It was noted that at the patient's routine 45 day follow up, no pericardial effusion had been present. The cause of the effusion was unknown. There were no further patient complications.